Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 months since the subject device was manufactured. Since the subject device was not returned to legal manufacture, the reported event cannot be confirmed neither the condition of the device. Based on the results of the investigation from the information obtained, no probable cause neither root cause could be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchofibervideoscope experienced resistance when the needle was passed through the scope. It was also reported that once the needle was passed, the sheet was bent on the screen. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to patient identifiers (B)(6).